Event description:
It was reported to philips that a touched position was observed to be out of alignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance. There was no delay to therapy. The philips field service engineer (fse) observed the issue. Although touchscreen calibration was performed, the issue was not resolved. A touchscreen replacement was recommended; however, the customer declined the repair. Following the evaluation of the device, the fse tested the device, and since the recommended replacement of the touchscreen was declined by the customer, a check item for the touchscreen during functional testing failed. Based on the information provided and service performed, the observed malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).